Manufacturer narrative:
The service tech examined the cot and found the retaining pin was not in place and a broken spring plunger was observed.

Event description:
It was reported, the cot would not lock. No adverse consequence alleged.